Event description:
It was reported that during a da vinci-assisted hypopharyngectomy surgical procedure, the permanent cautery spatula instrument had resistance when inserted into the flare cannula. Some parts of the instrument were damaged and became detached when the customer removed and inspected the instrument. The customer confirmed none of the part fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: during the first insertion, the instrument could not be inserted. Upon confirmation, the wrist of the instrument was damaged. The shape of both sides of the instrument was clearly different, so the surgeon recognized that a broken fragment had occurred. Since the procedure was transoral robotic surgery (tors) and the working space was limited, the surgeon confirmed that the broken piece did not fall into the mouth. The procedure was continued with a backup instrument. Afterwards, he checked the instrument table, the op room floor, and the sterilization pack, etc., and no broken pieces were found. The surgeon judged that the fragment did not residualize the patient's body although it could not be detected. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have the plastic proximal clevis broken on both sides. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.102¿ x 0.195¿. The size of the broken piece that remains attached is approximately 0.205" x 0.215". Common causes of the failure mode are typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Additional observation not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Common causes of the failure mode are attributed to a component failure. Derailed cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding instrument physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery spatula (part# 470184-13 / lot# n10180926-0016) associated with this event has been performed. Per this review of the logs, the instrument was last used on 07- nov-2022 via system serial# (B)(4) for a hypopharyngectomy procedure. There were 10 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was available for review. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the permanent cautery spatula instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.